Manufacturer narrative:
Additional information has been provided in h.6. And h.10. Complaint trending not performed as no lot code was reported. There was no sample returned for evaluation. The complaint condition could not be confirmed. A root cause could not be determined due to no lot code or sample for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced inflammatory response endophthalmitis following a vitrectomy procedure. The patient presented post operative day one with conjunctival inflammation, aqueous cell and fibrin in the right eye. Cultures were performed and the patient required intravitreal injections of antibiotics. Steroid and antibiotic eye drops were also prescribed. The patient's symptoms have resolved. This is one of multiple reports for this facility.

Manufacturer narrative:
The previous report submitted for this event contained an error in h1: ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h1 on a select number of reports. The error, which was limited only to the h1 field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).